Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) center. Reporter is a j&j employee. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5827304 was released in two batches. Batch1: lot qty of (B)(4) units were released on (B)(6) 2021 with no discrepancies. Batch2: lot qty of (B)(4) units were released on (B)(6) 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the drive shafts were worn and needed to be replaced. This report involves one (1) expedium verse spine system inserter/tightener x25. This is report 2 of 20 for (B)(4). This complaint, (B)(4), is related to (B)(4). (B)(4) captures 20 of the 25 devices. (B)(4) captures the remaining 5 devices.